Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0131 speech disorder / code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 12/16/2025, the patient was noted to have altered speech prior to losing consciousness. The patient¿s cgm glucose value immediately preceding the loss of consciousness is unknown, and no bg meter measurement was obtained, as the patient did not have a bg meter available. The patient was transported to the emergency room by his grandson. Upon arrival at the ER, the patient¿s cgm displayed a glucose value of 130 mg/dl, while a bg meter reading taken at the facility measured 19 mg/dl. The reporter was unable to provide details regarding any treatment or medication administered during the event, nor was the timing of the patient¿s return to consciousness specified. The patient remained hospitalized for two days and was discharged home. At the time of the report, the patient was described as ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.